Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt lethargic and the right atrial (ra) lead exhibited intermittent loss of capture and a big variation in threshold. The caller was advised to increase the safety margin. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.